Manufacturer narrative:
Correction: additional information was received from the complainant on january 08, 2025, stated that the stent was torn. Due to the additional information received, the event is no longer considered reportable. Blocks b5 and h6 have been updated based on additional information received january 08, 2025.

Event description:
It was reported that during the procedure, the device was found to be defective and showed signs of damage. The procedure was completed with another of the same device. Additional information was received on january 08, 2025, that the stent was torn.

Event description:
It was reported that during the procedure, the device was found to be defective and showed signs of damage. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.